Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). Volumetric accuracy tests were performed and pump passed the tests. All alarms have been checked and worked properly. Complaint could not be duplicated.

Event description:
Parent states that the pump continues to run when the food is gone. There is no pt impact reported. Rate and dose provided were 44 ml/hr and 800 ml.